Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration/ malposition of essure device location of device: anterior parenchyma/ diameter metallic coiled wire embedded into the anterior parenchyma.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd. Previously administered products included for an unreported indication: mirena. Concurrent conditions included body mass index abnormal, cyst, menstruation abnormal, painful intercourse, irregular periods, bleeding intermenstrual, ulcer nos, hot flashes, urge incontinence, urinary urgency, nicotine dependence, hidradenitis suppurativa, cervicitis cystic and endometrial ablation. Concomitant products included alprazolam (xanax), clonazepam, duloxetine and paracetamol (acetaminophen) since august 2010. On (B)(6)2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/ pelvic pain"), depression ("psych injury/psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleeding"), abdominal pain ("abdominal pain"), device dislocation ("migration of essure device location of device: uterus") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the embedded device, depression, anxiety, dysmenorrhoea and device dislocation outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, dyspareunia and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6)2012 and (B)(6)2010. Current weight 175 lbs. Approximate weight at the time of essure placement 160 lbs. Discrepancy noted: previously confirmation test added, but in recent follow-up it is mentioned as:essure confirmation test(s) conducted, specify: no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Pathology test - on (B)(6)2017: cervix, uterus and cyst, hysterectomy and cystectomy: uterine cervix with mild chronic cystic cervicitis and squamous metaplasia. Endometrium with ablation changes and migrated essure coil myometrium with no histopathologic abnormalities proximal right fallopian tube with essure coil detached simple serous cyst (1.7 x 1.0 x 0.8 cm), location not specified.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-jan-2020: pfs received- new event migration of essure device location of device: uterus , dyspareunia (painful sexual intercourse), abdominal pain lower was added. Event outcome of pain, dyspareunia, cramping and abnormal bleeding was updated from unknown to recovered resolved. Concomitant drug were added. Historical drug were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration/ malposition of essure device location of device: anterior parenchyma/ diameter metallic coiled wire embedded into the anterior parenchyma.') And genital haemorrhage ('gen. Abnorm. Bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd. Concurrent conditions included body mass index normal, cyst, menstruation abnormal, painful intercourse, irregular periods, bleeding intermenstrual, ulcer, hot flashes, urge incontinence, urinary urgency, nicotine dependence, hidradenitis suppurativa, chronic cervicitis and endometrial ablation. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/ pelvic pain"), depression ("psych injury/psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, depression, vaginal haemorrhage, menorrhagia, anxiety and dysmenorrhoea outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, embedded device, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2012 and (B)(6)2010. Current weight 175 lbs. Approximate weight at the time of essure placement 160 lbs discrepancy noted: previously confirmation test added, but in recent follow-up it is mentioned as:essure confirmation test(s) conducted, specify: no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: pfs+mr received. New events: abnormal bleeding (vaginal, menorrhagia),psychological or psychiatric problems condition: anxiety, dysmenorrhea (cramping) were added. Device dislocation was updated to embedded device, psych trauma updated to depression. New reporter and plaintiffs information added. Concomitant condition and drugs added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('gen. Abnorm. Bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device dislocation, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2012 and (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: plaintiff fact sheet and medical record was received. Events added from pfs- abdominal pain, gen. Abnormal bleeding, psych injury, migration. Reporter information, date of birth, essure removal date were added. Essure insertion date were updated. Device category changed from device other event to incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.